Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage on electronic assembly. There was moisture damage found on motor assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unresponsive keypad, blank display and alarmed button error. The customer's blood glucose reading was 271 mg/dl. The customer stated the insulin pump was exposed to water. She stated the insulin had an unresponsive keypad and went blank after water exposure. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.